Manufacturer narrative:
(B)(4). Device eval: the iab was not returned. A comprehensive eval could not be conducted. The device history record review was conducted for the lot number/serial number. The device passed all mfg specs prior to release. The reported complaint of "the iabp therapy began the pump gave a "high pressure" alarm a few times and "it was reported that almost a 1/2 portion of the balloon toward the distal end was unevenly inflated" could not be confirmed. The potential cause of this issue could not be determined.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction and the sheath was inserted into the pt's left femoral artery. As soon as the intra-aortic balloon (iabp) therapy began the pump gave a "high pressure" alarm a few times. The pump was exchanged for another pump. The second pump also alarmed. The pt was taken to x-ray to see the balloon. It was reported that almost a 1/2 portion of the balloon toward the distal end was unevenly inflated. The physician tried to manually inflate the balloon using a 50cc syringe a few times, but did not succeed. As a result, the balloon was removed with the teflon sheath as one unit. A second iab was inserted via the same insertion site. There was no reported pt death or injury. The iabp therapy with the second iab went well. Medical/surgical intervention was not required. The iabp therapy was interrupted for the amount of time it took to prep the second iab and insert it. There were no reported pt complications and the pt outcome is good.